Event description:
During an intervention for instant restenosis, deflation difficulties were encountered with the maverick2 monorail 20x2.5mm balloon after the first inflation. The lesion being treated was in themid left anterior descending coronary artery (lad). The physician used a 6f introducer sheath for vascular access, a 6f introducer sheath for vascular access, a 6f cls 3.5 guide catheter and a bmw guide wire to cross the lesion. The maverick2 monorail balloon eventually deflated and was removed. No patient injuries or complications were reported.